Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days or receipt.

Event description:
While in the pt, the tip of the catheter separated from the outback catheter system inside the sheath, while going up and over the bifurcation. The pt is a male. The target lesion was a chronic total occlusion located in the left superficial femoral artery (sfa). The product was properly inspected and prepped prior to use. Please note that this was the first attempt at using this device by both the physician, and the technician. The sales rep was not present at the procedure. The physician used a right femoral approach to access the lesion. A 6fr. Up and over sheath was inserted over a .014 sparta core guidewire and the device was advanced to the lesion. There was some resistance due to the steepness of the bifurcation. When he continued advancing the device, the physician noticed, under fluoro, that there was some type of foreign matter free, inside the sheath, distal to the device. The physician carefully removed the outback catheter from the sheath and noticed that the distal tip had separated. A syringe was connected to the hub of sheath and the physician tried to use suction to remove the foreign matter without losing position in the vessel. This was unsuccessful, so the guidewire and the sheath were removed as a unit, keeping the foreign matter in sheath and removing it from the patient's vasculature. The procedure was abandoned. There was no reported injury to the pt.